Event description:
Customer reported an increase in tension blisters. The 3m questionnaire was sent to the user facility but the user facility did not respond. Photos were provided. Some of the photos were taken at very close range and location on the body, were not discernable. Some of the photos show redness which appears to be skin stripping. Skin stripping could be due to fragile skin or too aggressive removal of the drape. In several of the photos, there is evidence of bruising indicating either the patient had fragile skin or the drape was aggressively removed or there was some other trauma to the area. There is no treatment information.

Manufacturer narrative:
This event is being reported following a review of previous customer reports of skin stripping. This event was not initially reported due to the limited information available from the user. The information remains limited, however, a conservative approach is being taken and a report filed.